Event description:
An ortho clinical diagnostics (ortho) quality engineer (qe) reported a higher than expected vitros ahbs result was obtained when an inhouse control fluid was processed using vitros ahbs lot 8955 in combination with a vitros eci immunodiagnostic system as part of as part of internal post-expiry stability testing at ortho pencoed. In-house control c-a11 result of 17.0 miu/ml (positive) versus the expected result of ?2 miu/ml (negative) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ahbs result was obtained from a non-patient fluid as part of internal stability testing at ortho. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) nonconformance number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros ahbs result was obtained when an in-house control fluid was processed using vitros ahbs lot 8955 in combination with a vitros eci immunodiagnostic system as part of as part of internal post-expiry stability testing at ortho pencoed. The cause of the higher than expected result was a known issue with the vitros ahbs lot 8955 reagent. Vitros ahbs lot 8955 was one of the lots included in an ortho field action in (B)(6) 2023. A customer letter (B)(6) was issued in (B)(6) 2023 informing customers to discontinue use of certain vitros ahbs reagent lots due to an observed increase in calibration failures, imprecision, and ahbs quality control results falling outside of the expected range. The assignable cause of the issue is related to a specific raw material used in the manufacture of the conjugate reagent.